Event description:
The product was used during an appendectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
6/21/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.